Event description:
(B)(4). Started with severe cramping and back pain daily, irregular menstrual cycles, severe bleeding for about 6 months every single time I had intercourse which is when I went back to a different gynaecologist. I then went in for exploratory procedure to find out why I was bleeding so much and he found that one of the coils was puncturing my uterus; I then had surgery in (B)(6) 2012 and they removed both of my fallopian tubes.